Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 7 months following the implant of this transcatheter bioprosthetic valve, the valve failed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that thirty days following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed mild paravalvular leak (pvl). No treatment was required. At the six-month follow up, echocardiogram showed the pvl had increased to moderate. No treatment was required. It was reported that the patient was asymptomatic. At the one-year follow-up the transesophageal echocardiogram showed moderate pvl and moderate total aortic prosthetic regurgitation. No treatment was reported and the condition was noted as ongoing. No adverse patient effects were reported. Approximately 5 years and 6 months following the valve implant the patient was admitted with acute heart failure. Shortness of breath presented. The b-type natriuretic peptide (bnp) measured 643. A chest x-ray identified bilaterial pleural effusions. Intravenous diuretic was administered. An echocardiogram identified moderate aortic regurgitation and the patient was admitted. Cardiology was consulted with thought of a non-st segment elevation myocardial infarction (nstemi) verse aortic valve. A transesophageal echocardiogram (tee) performed 4 days later noted mild paravalvular leak (pvl) and a possible torn leaflet with severe aortic regurgitation. The patient was transferred to the intensive care unit (ICU) and 2 days later transferred to the progressive care unit (pcu). A non-medtronic transcatheter valve was implanted valve-in-valve 13 days later without complications. The post-operative echocardiogram noted trace unspecified aortic regurgitation. Discharge occurred the following date and outcome was reported as resolved. No additional adverse patient effects were reported.